Manufacturer narrative:
A ge rep evaluated the system, and replaced a blown fuse. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system locked up and displayed error code 50. No pt injury was reported.